Event description:
It was reported that the surgeon inserted a 21.0 diopter aa4204vl silicone plate lens and the trailing haptic was torn by the injector during insertion. The lens was removed without any patient injury. Another same type of lens was implanted.